Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The manufacturer received information alleging a patient was found expired on the ventilator. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The manufacturer received information alleging a patient was found expired on the ventilator. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A user previously reported was being contacted the manufacturer regarding the sound abatement foam correction/removal. The manufacturer received information alleging a patient was found expired on the ventilator. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.